Event description:
Customer reported a system not ready error, and the system will not turn on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system a5v and 12v power supply. System operates as intended. This MDR is related to ge healthcare complaint number.